Event description:
As reported by navilyst medical's distributor in the (B)(4), a 4f valved PICC had been placed in the pt on (B)(6) 2011. The PICC was removed on (B)(4) 2011, because the catheter tubing was noted to be split between the suture wing and the insertion site into the body. There were no pt complications. The used device was returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2011 complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. As received, the catheter was contaminated with blood and tape residue was noted to the extension leg. A hole in the catheter tubing just distal to the suture wing was visually confirmed upon receipt. The hole was straight in appearance and oriented perpendicular to the catheter shaft. This is consistent with a catheter that was nicked with a sharp instrument or repeatedly kinked and the hole developed due to fatigue in the kinked area. There was tape residue on the catheter shaft down to about the 5cm mark, indicating that 5 cm of the shaft resided outside the body. There was also tape residue apparent on the back of the suture wing, but was not present on the front of the suture wing. This indicates that the catheter was possibly folded back on itself and taped down. If the suture wing and extension tube are folded back, the point that the catheter would be kinked (right below the suture wing) is the same spot that the hole was present. The root cause of the defect is most likely due to either that catheter being nicked with a sharp instrument, or from material fatigue from being repeatedly kinked at the point that the hole occurred. There was no evidence of mfg or design deficiencies that may have led to the defect. DHR search revealed no quality related issues or mfg deficiencies at the time of manufacture. The directions for use packaged with the PICC contain the following precautions/warnings: "acetone and polyethylene glycol-containing ointments should not be used with polyurethane catheters, as these may cause failure of the device. Do not use clamps, ribbed forceps, or other instruments to advance or position catheter. Use non-serrated forceps only. Do not use scissors to remove the dressing, as this may possibly cut or damage the catheter. Prior to dressing the catheter and access site, inspected both to assure that they are completely dry of isopropyl alcohol or acetone based cleansing agents. To avoid pooling of an agent, do not fully insert catheter up to suture wing." Mfg process controls for the PICC include 100% air leak testing to insure that all catheters are free of leaks/holes. (B)(4).